Event description:
It was reported that the patient reached the end of the bg run mode period, after which the pump stopped dosing as designed, and the patient could not start a new sensor until the following day; the patient was guided to shut down and disconnect from the pump and transition to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated insulin dosing with temporary use of backup therapy. Investigation included technical support troubleshooting and education. Investigation of this case revealed normal device behavior consistent with the bg run feature expiring after its intended duration, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use consistent with the device¿s design and labeling.